Manufacturer narrative:
The device remains implanted and will not be returned for evaluation. This is the final report.

Event description:
The physician reported administering epidural saline injections to clear up scar tissue that was causing the patient unwanted paresthesia.